Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 300 (mg/dl). Reportedly, contact has been in touch with customer's health care provider and believes high bg level can be attributed to pump settings needing adjustment. A bolus was delivered to address bg levels. Recommendation was made to consult with health care provider regarding diabetes management.